Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that the product appeared to have hair or fiber particle inside the chamber before use. There was no patient involvement, and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.